Event description:
Additional information received from the consumer reported they had previously called because they were having problems remembering and were very confused. The consumer further reported they found the sweet spot on their home that gave them eight coupling bars allowing them to charge to 100%.

Event description:
A consumer implanted for chronic low back pain and spinal pain reported they were never told about recharging expectations prior to implant and were having panic attacks thinking about recharging. Troubleshooting was performed including how to position the antenna over the implantable neurostimulator (ins), not placing over bulky clothing, and ensuring the belt was positioned properly if used, but it resulted in poor coupling. It was noted the consumer asked their healthcare provider (hcp) to implant the ins higher up on the back and which made the ins easy to feel and there were no pocket issues. The antenna was repositioned again, but the consumer continued to get poor coupling. At one point the consumer was able to get four bars shaded, but they dropped to between zero and two. The antenna locate feature was used but they continued to get poor coupling. The consumer additional reported they lost coupling when leaning backwards which they needed to do in order to position the antenna because it was difficult for them to reach their hand behind their back. The consumer also reported when they woke up the morning after implant, it ¿felt like a robot that was vibrating so I grabbed both controllers and started cranking things down, and I did really good ,¿ and it was working, and they were able to do things they hadn¿t done in a while. It was further reported the consumer had a hard time coming out of anesthesia after implant for some reason, and it took over a week. On (B)(6) 2016 the consumer went to a high school graduation and the stimulator was off and ¿I thought I would die.¿ it was reviewed with the consumer, stimulation was off and wouldn¿t be able to be turned back on again until the battery was charged to at least ¼ full.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and it was reported that the ins never would take a charge. Since implant the ins never charged to 100%, it would work for a few hours then patient would be in pain all day every day. The patient noted that the external equipment was too much, too many pieces things you have to plug into the wall and charge then put on a belt and charge your back and if you lay down or stand up the belt would move so patient would lay down towels and blankets to get the recharger in the right position, and could only charge 2 times before the recharger needed to be charged again. Patient provided feedback that the instruction was 2 feet wide with cliff notes. At this point the patient has not charged at all in at least 3 months because patient was in the hospital and may have lost equipment. The patient is feeling better now and is not interested in continuing with therapy using current equipment, the patient was interested to see about non rechargeable ins or new recharging equipment.

Event description:
Additional information was received from the patient reporting that the spinal cord stimulator that was implanted in 2016 and 2021 never worked. Patient states it is a matter of charging and with the first one it was ridiculous, all the things you had to go through to do it, the directions were huge and folded all out and it came with crib (cliff) notes in a pocket and it was smaller and complicated. The spinal cord stimulation never worked and it never charged.

Manufacturer narrative:
Continuation of d10: product ID pnma01411a004 lot# serial# unknown implanted: explanted: product type recharger product ID 37751 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.